Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead felt a shock and went to the clinic for follow-up testing. Interrogation of the ICD revealed a fault code and the ICD would not charge. The physician elected to replace the device. Implanted: 10/23/95, explanted: 09/09/96 (in-service 10 months)